Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by hazy effluent. The patient was hospitalized for the event two days after onset and their catheter was replaced. The cause of the peritonitis was unknown. The patient was treated with vancomycin (dose, route, and frequency not reported) for the event. The patient was discharged from the hospital on the same day of admittance. It was reported that the patient was recovering from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.